Event description:
It was reported to boston scientific corporation that an ascerta vl was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the doctor placed the stent and the bladder coil migrated to the ureter. The doctor used a grasper to pull back the stent into place. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.a